Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented one (1) week postoperatively with a dislodged stent "floating" in the anterior chamber (ac). The report also noted that the patient presented with elevated iop- unrelated to the device due to steroids response. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing ways to manage the dislodged stent depending on the stent''s positioning and the overall patient condition. Through further follow-up, the surgeon reported that the stent was visualized postoperatively in the scleral spur/ciliary body band. Reportedly, the patient required a second procedure to explant the stent approximately three (3) weeks postoperatively at the patient''s request. The patient''s status was described as "good", and recovered after stent explant. The reported noted the event as resolved.

Manufacturer narrative:
Implant date estimated based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).